Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning last session 2015-(B)(6), ventricular sensing integrity counts up to 337; with ventricular tachycardia non-sustained (vt-ns) episodes with evidence of lead noise oversensing. Consistently high sics over the last 2.5 weeks. On the week of 2015-(B)(6), rv pacing impedance rose to 4047 ohms up from a trend in the 580-650 ohm range. Rv lead integrity warning occurred on 2015-(B)(6) for sensing integrity counter greater than 30 in 3 days and 2 or more vt-ns episodes <(> <<)>220 ms. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and contains a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.